Manufacturer narrative:
Product ID: 8709, lot# j0056632r, implanted: (B)(6) 2000, product type: catheter. Product ID: 8709, lot# j0056632r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that ¿the tubing inside of the patient cracked and broke¿ and the medicine was going ¿all through¿ the patient. It was reported that it was replaced in 2007. Additional information has been requested, but was not available as of the date of this report. Additional information has been requested, but was not available as of the date of this report.